Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Several waste bag pressure high alarms occurred during a routine hemodialysis treatment. The cycler then alarmed with a system alarm. Fluid was noted under the cycler. Treatment was discontinued and rinseback not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to treatment being discontinued without performing rinseback. Evaluation of the returned cartridge confirmed a leak at the bond socket flange of the fmp, indicating that the cycler alarmed appropriately. All cartridges are 100% leak tested during the manufacturing process. The user's guide states to check periodically for fluid leaks and to terminate treatment and rinseback the blood if a leak is noted. This appears to be an isolated event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.